Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/19/2025, it was reported by a sales representative via (B)(4) that an ar-9165cdg baseplate impactor assembly impactor had a circle at the top that broke off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the two rounded tips at the distal end of the blue guide baseplate adapter of the univers revers¿ universal baseplate impactor had broken off. -functional testing was not performed due to the damage to the device. The most likely cause of this failure is wear and tear damage incurred during repeated insertion and/or removal processes and extended use in the field.